Event description:
Per the clinic, the patient experienced pain at the implant site. The implant electrode had extruded into the external auditory canal secondary to chronic middle ear infections. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on march 14, 2022.

Manufacturer narrative:
This report is submitted on may 22, 2022.